Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(6).

Event description:
Please refer to report 0009613350-2019-00524.

Manufacturer narrative:
The manufacturer did not receive x-rays. The manufacturer received documents for review. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
Patient was implanted on the right side and underwent closed reduction and percutaneous abductor tenotomy due to dislocation.

Event description:
Please refer to report 0009613350-2019-00524.

Manufacturer narrative:
This follow-up report is being filled to relay investigation result. DHR review: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trigger considering the following event is identified: dislocation. Event description: it was reported that the patient had biolox option head implanted on right hip on (B)(6) 2018 and underwent closed reduction due to dislocation, right leg keeping turning inward and had percutaneous adductor tenotomy on (B)(6) 2018. Review of received data: medical records were provided and reviewed by a health care professional. Review of the available records identified that the had a revision of right tha on (B)(6) 2018 due multiple complications. Pre-operative diagnosis dated (B)(6) 2018 revealed that patient had elevated metal ions : cobalt - 3.1 and chromium - 2.8. During the procedure, periprosthetic acetabular fracture of the right hip was observed. Periprosthetic osteolysis of the joint prosthesis was observed. There was massive abductor and pericapsular tissue necrosis. Heterotopic ossification was excised from the wound. Corrosion was noted at the trunnion. The femoral stem was stable and well fixed. The acetabular posterior wall was destroyed by the chronic dislocation. The shell was completely mobile without bony ingrowth. The shell, liner, and head were replaced with new zimmer biomet implants. Post-operative x-rays showed that the hip prosthesis had an anatomic alignment without any complication. No problems regarding the biolox option head could be identified thorugh the x-rays. Doctor notes later on state that the patient dislocated her hip which was confirmed with x-rays. Subsequently, patient underwent closed reduction with percutaneous adductor tenotomy on (B)(6) 2018 due to dislocation of right hip. Patient has a significant past medical history as follows: degenerative oa, chronic back pain, foot drop, hearing loss, htn, hip pain, parkinson¿s disease with resting tremor, thyroid dysfunction (partial thyroidectomy), hysterectomy, unspecified essential htn, vertigo, lumbar stenosis with neurogenic claudication, spondylolisthesis, multi-level degenerative disc disease and facet joint arthropathy, l2-l5 decompression laminectomy with csf leak post-op, atelectasis, allergies to macrobid, sulfa, and peanuts. Device analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: this device is intended for treatment. The compatibility check was performed and showed that the product combination was approved by zimmer biomet. Instruction for use (IFU) for biolox option heads is reviewed. Correct use of the head is explained in the IFU. Conclusion: according the given information the complaint could be confirmed. X-rays do not point to any possible failure related to the ceramic head. The investigation results did not identify a non-conformance or a complaint out of box (coob). Review of the device history records for the product did not identify any deviations or anomalies related to the reported event. However, based on the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of initial medwatch. New information received: ref and lot#: received. Corrected and additional information is filled in the following fields: additional: concomitant medical products, if follow-up, what type, device manufacture date. Correction: date of report, event, common device name, date rec¿d by MFR. Concomitant medical products according: item: continuum tm shell catalog#: 00875705802 lot#: 63639894, item: hxpe liner neut 58 ll catalog#: 00875101336 lot#: 62863957, item: modular neck g 12/14 catalog#: 00784802300 lot#: 61680670, item: modular femoral stem catalog#: 00771301000 lot#: 61813586, item: trilogy bone scr 6.5x30 catalog#: 00625006530 lot#: 63855359, item: trilogy bone scr 6.5x25 catalog#: 00625006525 lot#: 63905747, item: trilogy bone scr 6.5x25 catalog#: 00625006525 lot#: 63629973, item: trilogy bone scr 6.5x20 catalog#: 00625006520 lot#: 63737527, item: trilogy bone scr 6.5x20 catalog#: 00625006520 lot#: 63737527. Investigation of this incident is currently ongoing, a follow up report will be submitted when additional information becomes available. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
No event update.